Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that in the last few weeks, the customer will wake up with a blood glucose level of 400-500 mg/dl. Customer stated that this is not normal. Customer corrects his blood glucose level with a bolus, but his blood glucose level will gradually rise again. Customer stated that his doctor has been changing them over time. Customer's blood glucose level was 513 mg/dl this morning. Customer also had several no delivery alarms in his alarm history. Customer's time and date settings were not correct. Customer was assisted with programming the time and date. Customer verified that his bolus history was accurate. Customer declined to perform the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer was also advised to speak to his doctor about his settings. No further assistance needed.